Event description:
It was reported by a physician that a dressing was applied over an cesarean section incision on (B)(6) 2015 and when the dressing was removed, the incision edges were red and had a bad smell. He stated that it may be an anaerobic bacteria in action and prescribed antibiotics for two weeks. Her status was described as okay.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional info become available a f/u report will be submitted. (B)(4).